Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. B3- date of event was estimated as 2/3/2025. D4- the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was a closure using four prostyle devices relative to an unspecified procedure. Reportedly, four prostyle device failed. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code 3190 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was a venotomy closure of the right common femoral vein and the left common femoral vein using the pre-close technique prior to a peripheral vascular interventional (pvi) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with four prostyle devices. The sheath was upsized to 12f sheath and the pvi procedure was completed. Hemostasis was achieved with manual compression at each access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.